Event description:
It was reported that the patient underwent a penile prosthesis procedure due to unknown reason. The previous device, implanted in 2007, was removed and replaced with an inflatable penile prosthesis (ipp) system. No information about the patient's outcome was provided. No more information is available at the moment.